Event description:
Event description boston scientific received information that this cardiac resynchronization therapy-defibrillator sensed noise on this defibrillation lead on the right ventricule and shock channels. This noise was reproducible with isometrics. This noise was sensed as non-sustained ventricular fibrillation episodes with one divert episode. All other lead measurements were normal. There was inquiry of a trend related to this issue. Additional information provided states in the stored electrograms there were 1-2 beats of pacing inhibition. With manipulation and isometrics to recreate the noise there was 3-4 beats of pacing inhibition. The patient had no symptoms.